Event description:
Five system pressure alarms at start of therapy. Warm blankets and bp cuff used to help prevent system pressure alarms, but was not effective. Minimal amount of air bubbles in collect line- no increase in the average amount usually observed. Connections secure. Therakos contacted after the 4th alarm, and recommended that we return contents and reprime with a new kit. Cellex kit reprimed, with no further alarms; completed ecp treatment successfully.